Event description:
It was reported that the physician's handheld was freezing during communication with a wand and generator. The wand battery was checked and the handheld was hard reset a couple of times. It was reported that the frozen screen problem occurred repeatedly and the hard resets did not bring the handheld back in service. A new programming handheld was provided to the physician and the frozen handheld was returned to manufacturer for analysis.